Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report (B)(4) from the (B)(6) indicating that the pt underwent a "debridement of the lvad device". No other info was provided.

Manufacturer narrative:
The MFR is attempting to acquire additional info. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The user facility report (B)(4) was received from the (B)(6).

Manufacturer narrative:
Due to the device not being available for evaluation, a specific cause for the reported driveline infection and patient expiration due to multisystem organ failure could not conclusively be determined. Multiple requests for additional information were sent, but no information was provided. No alarms were reported for the event and the device was not returned for evaluation. Review of the device¿s complaint history showed no related events were reported for this patient. However infection and death are listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Per the (B)(6), the device was not exchanged and the patient only had a driveline infection; the pump pocket was not infected. The patient expired due to multisystem organ failure.